Event description:
The customer reported the system produced blurred images and the system was removed from service. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The image intensifier power supply was replaced. The system was then found to be operating as intended.